Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
¿PICC line fractured while in neonate; needed to be pulled and reinserted. FDA safety report ID# (B)(4).¿